Event description:
False negative results. No more details available.

Manufacturer narrative:
Controls urine or serum lot no: 25miu/ml hcg control urine 0612571, 100miu/ml hcg control urine 0612573, 500iu/ml hcg control urine hcg080307r. Summary of results: the retention tests met qc specification. Correct positive results were showed when tested with 25miu/ml hcg urine control. Correct positive results were showed when test with 100miu/ml hcg control and 500iu/ml hcg urine control. No false negative was found in the test. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed.